Event description:
While use this s1 with the patient , this s1 automatic switch to standby mode. (See event log files.) _ _ (use in p(cmv) mode with patient.) When send back s1 to testing room of ICU department find more problem _ _(test in cmv mode ), when put bottom of alarm silence this s1 is not active. (See mp4 video file.) After try to turn off this s1 and turn on again but still problem. Try to exchanged new 159543 s1 front cover with touch screen this s1 is use normally.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective key and led communications board. In consequence (correction) the defective key and led communications board was replaced. There was no patient or user harm.